Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with a high sleep current measurement test, problem isolated to the electrical board. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Additional information related to hospitalization has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic keto acidosis from (B)(6) 2020 with blood glucose of 680 mg/dl. The customer stated that he had lot of unusual high blood glucose values, and was able to correct blood glucose value but not able to lowered down blood glucose value. The customer was treated with intravenous fluid.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with unknown blood glucose level. Customer stated that insulin pump was not working properly. The customer blood glucose level was 600 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting and lethargic. The customer was not using auto mode feature. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.